Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The lead was exhibiting high impedance measurements, a lead fracture was suspected. An invasive procedure was performed, the lead fracture was not visible but the physician elected to replace the lead.